Manufacturer narrative:
(B)(4). The DHR for lot 14624 was reviewed. No reworks, ncs, or defects were found.

Event description:
It was reported that the linx was removed. There were no patient consequences. There was no other medical intervention. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? N/a. Did the dysphagia improve after the device was implanted initially? N/a. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. What was the reason for removal of the linx device? Persistent chest pain. Was the device found in the correct position/geometry at the time of removal? Yes.